Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt) storm. The crt-d delivered several electric shocks. However, the rhythm was not converted and the therapy was exhausted. Additionally, undersensing was noted due to the morphology of the vt of this patient. No adverse patient effects were reported. This product remains in service.